Event description:
The customer reported that while the unit was in use on a pt, the trace, pressure and heart rate readings were erratic on the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.